Event description:
It was reported that the patient experienced an issue with an artificial urinary sphincter(aus) device due to the physician's lack of experience. The device is planned to be removed on (B)(6) 2019. Additional information received that the whole device was removed on (B)(6) 2019 due to urethral erosion at the location of the cuff. Once the erosion is healed, a new device will be implanted. The patient condition was reported to be stable.